Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the wheelchair goes slow than fast and won't stay at the requested speed.